Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 290 mg/dl while wearing the pod between 24 and 36 hours on the arm. After realizing elevated bg levels, patient found the pink slide had not moved forward as intended; this indicates a needle mechanism failure occurred. As treatment, a manual injection was delivered and a new pod was applied.